Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was alarming with a recurring unexpected restart error, despite replacing the battery cap. Customer's blood glucose was not known. The device had not been stored or not in use for an extended period of time. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed after battery installation due to due to connector leaking voltage on the interface board. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube and missing end cap sticker.